Event description:
Scheduled for laparscopic cholecystectomy. Equipment checked and functional incision (10 ml) made at umbilicus. Camera video inserted in usual fashion. Light source failed. System checked. Unable to provide light source. Procedure discontinued after problem discussed with pt's wife and mother. Various treatment options given. Surgery postponed until later date. Pt transferred to nursing unit in good condition.